Event description:
Upon steam sterilization of surgical instruments, the 3m chemical integrator (product numbers 1243a, 1243b, 1243re) did not maintain integrity of the packaging, resulting in red dye staining surgical instruments during sterilization. Manufacturer instructions and sterilization parameters were followed. Twenty-five lots have been reported at 6 separate facilities within the health care system. A list of affected lot numbers and photographs is attached. The dye staining presents a risk of introducing foreign substances into the sterile field and/or body during surgical procedures if unnoticed. Dye staining also introduced a delay in care if alternative instruments need to be found or sterilized. The manufacturer was contacted and determined not to issue a product recall but agreed to replace defective product when identified. Manufacturer response for chemical integrator, (brand not provided) (per site reporter). Manufacturer is not issuing a product recall and has agreed to replace products as they are identified to be defective.